Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant, lead could not be fixed properly. The lead was not used. Additional information was not reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on 8/8/2018 notes that there was helix extension issue, which was noted after being placed inside the body.